Event description:
A caller reported that the t:slim x2 pump battery was not charging and stated a power source alert appeared in the pump history around the time the issue began. While the issue did not result in the customer¿s blood glucose level exceeding 500 mg/dl, there is no evidence of adverse impacts beyond this note. The customer was instructed to try using a working outlet for charging, and was educated about system restarts due to battery issues, which reset the insulin on board and required manual cgm session restarts and cartridge reloading. The customer agreed to follow these guidelines and to monitor the system, with technical support ready to assist further if the problem persisted.